Event description:
It was reported that da vinci si hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. Failure analysis investigation also found the following additional damages: the edge of the distal pulley has an indentation and the surface has scratches. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are shore in length and are not axially aligned with the tube. It has been concluded that the additional damages found were likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.